Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately erratic when comparing various blood glucose results taken one after another. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began about 3 months ago prior to contacting lfs. The patient reported blood glucose results of "222, 268, 101, 56, 120 and 89 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The customer care advocate (cca) was advised the patient manages his diabetes with insulin. It is not known what action the patient took at the time of the alleged issue. On multiple occasions after the alleged issue begun, the patient claimed he developed symptoms of sweaty and hot. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca walked the patient through a control solution test which fell within the range found on the vial of test strips. Replacement products were still sent to the patient. It is not known if the patient made changes in his diabetes regimen or if he continued to test his blood glucose on the subject meter; however, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.